Event description:
It was reported that the customer was unable to charge the pump using the tandem-provided usb charging cable. There was no reported impact to the customer¿s blood glucose level. Customer tried keeping pump connected to wall adapter for at least 30 minutes without success, so technical support arranged express shipment of replacement charging cable and wall adapter, advised customer to use multiple daily injections if pump battery depleted before replacement supplies arrived.